Event description:
It was reported that an ilet bionic pancreas displayed alert codes 57, 59, and 69, indicating software runtime error, state error, and algorithm data parity check, consistent with a hardware malfunction requiring replacement; user-reported blood glucose was 220 mg/dl at the time, and has backup therapy prior to receiving the replacement device. Investigation included review of device software and hardware performance and collection of return logistics for evaluation. Further investigation of this case revealed nonrecoverable device faults consistent with internal software/runtime and data integrity errors. Symptoms included hyperglycemia without clinical implications. Outcomes included interruption of insulin pump therapy and the need for device replacement and continued use of backup glucose monitoring. It was concluded that the device malfunctioned and required replacement due to internal error states and data parity fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.